Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated alinity c calcium results for multiple patient samples. The following data was provided (customer provided reference range is 8.40 to 10.20 mg/dl): (B)(6) 2026, sid (B)(6): initial result = 21.40 mg/dl, repeat on (B)(6) 2026 = 10.00 mg/dl. (B)(6) 2026, sid (B)(6): initial result = 20.40 mg/dl, repeat on (B)(6) 2026 = 9.40 mg/dl. (B)(6) 2026, sid (B)(6): initial result = 21.60 mg/dl, repeat on (B)(6) 2026 = 9.40 mg/dl. No impact to patient management was reported.